Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a 50 pc. Lot in november of 2023 from lot 06c2359378. It was found that this order was made from the correct materials and components, and all approved processes were followed. A visual and functional inspection was conducted, and it was found that the jaws and the outer tube are misaligned/bent resulting in the rivet to pop making the jaws dislodge from the outer tube of the device. This causes misalignment of the jaws to which the clip cannot be loaded in the device properly making the device defective. We are unable to fully determine what caused the jaws to be misaligned/bent and for the rivet to pop but misuse such as excessive force at the end user's facility is suspected. Even with proper handling, correct care, and maintenance; reusable instruments should not be expected to last indefinitely and should be replaced at any sign of wear and/or damage. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the jaws got broken during use. Therefore, the applier was replaced with another unit to complete the procedure. Nothing fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that "the jaws got broken during use. Therefore, the applier was replaced with another unit to complete the procedure. Nothing fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a 50 pc. Lot in november of 2023 from lot number 06c2359378. It was found that this order was made from the correct materials and components, and all approved processes were followed. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. Tecomet is closing this complaint since the device has not been returned within the established timeframe. Complaints may be reopened for further investigation should the device be returned at a later date. All instruments are visually inspected, and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the jaws got broken during use. Therefore, the applier was replaced with another unit to complete the procedure. Nothing fell/remained in the patient and no injury to the patient occurred".